Manufacturer narrative:
This is a supplemental report to provide additional information. A part of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket was not returned to omsc. The junction between the operating pipe and the operating wire was broken at 331 mm from the distal end of the operating pipe. There was no abnormality in outer diameter and the welding condition of the junction between the operating pipe and the operating wire. There were two slips on the coil sheath. The operating wires were broken at about 1511 mm from the operating pipe. The broken section was shaped as if it was broken due to ductile fracture. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, operating wire and, the junction between the operating pipe and the operating wire might be broken. The above device handling has warned in the instruction manual as follows. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a cholelithotripsy, the subject device was used. The user tried to crush the calculus, but the wire was broken and the user could not release the calculus. The user also tried to crush the calculus using the emergency lithotriptor. However, the wire of the subject device was broken again, and the user could not release the calculus. A part of the device and the calculus were removed with surgery. The opinion of the user was reported that this event caused not the devices but the hardness of the calculus.